Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, customer received a low bg alert at 70 mg/dl. However, customer did not believe it was accurate. Customer could not confirm bg reading at the time of report. No additional patient or event information was available.